Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint on this lot number. Checking the documentation process revealed that the finished product axxl12 (lot n°5328357) was made on feb 2016 for (B)(4) pieces. Checking the quality databases revealed no recorded abnormality in connection with the described incident. We received the sample and we observed it with the operators and workshop manager , we checked that the extremity of the sheath was too much cut . The root cause is due to human error during production. The manager re-sensitized the operators of this issue from july 2017 . Based on the above, this complaint is confirmed as a product defect.

Event description:
According to the available information, opening of the mandrel in its distal part causing an exit of the guide during insertion - the clinical consequences for the patient: lesion of the ureter requiring a night of hospitalization while the patient was expected in ambulatory.